Event description:
The pump was returned for svc. During accuracy testing, the baxter svc technician reported that the pump underdelivered on channel c. The hosp rep stated they have no record of any pt incident involving this pump since the last baxter svc event.